Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol kugel patch (device #2) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch (device #2). An additional emdr was submitted to represent the bard/davol kugel patch (device #1). Not returned.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device #1 and device #2). As reported, the patient is making a claim for an adverse patient outcome against the two (2) kugel hernia patch (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol kugel patch (device #2) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided . Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun -2013) is considered to be the best estimate. Updated data: a2, a4, b2, b3, b4, b5, b7, d3, d4 ((product catalog no, UDI no, corporate lot no, expiry date), d6.b (date of explant), g1, g6, h2, h6, h10. This supplemental emdr represents the bard/davol kugel patch (device 2). An additional supplemental emdr was submitted to represent the bard/davol kugel patch (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device #1 and device #2). As reported, the patient is making a claim for an adverse patient outcome against the two (2) kugel hernia patch (device #1 and device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 ¿ patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of kugel patch (device 1). Per op notes, ¿the hernia sac was noted in umbilicus. The kugel patch (device 1) was placed inferiorly in the abdomen to the fascia using sutures.¿ on (B)(6) 2014 ¿ patient was diagnosed with recurrent incisional hernia and new lower incisional hernia thereby underwent open repair with the partial removal of mesh (device 1) and implant of kugel hernia patch (device 2). Per op notes, ¿there was a hernia in the right upper quadrant area where the mesh (device 1) had separated from the repair and allowing bulging at the spot. Lower hernia was over the pubic tubercle area and came out from the middle of the lower incision. The upper and lower incision were connected. The lower hernia was sutured. The mesh (device 1) at umbilicus was approximated in midline. A piece of large oval kugel patch (device 2) was placed into right upper quadrant and sutured fascia. Excess old mesh (device 1) was cut off and sutured to new mesh (device 2).¿ on (B)(6) 2015 ¿ patient was diagnosed with new incisional hernia below the umbilicus x2 thereby underwent open repair with the partial removal of mesh (device 1, 2). Per op notes, ¿some colon involved in lower aspect of adhesion was taken down. The mesh was only bulging and loose. There was no actual hernia defect, but due to the laxity of the mesh it appeared like hernia. The excess mesh (device 1, 2) was cut off on both sides and resutured back together with sutures. There was a small hernia just below the umbilicus and then a larger hernia with the sac just in the lower aspect of the incision above the bladder area. Both the defects were sutured.¿ on (B)(6) 2016 ¿ patient was diagnosed with partial small bowel obstruction, multiple infraumbilical incisional hernias, adhesion thereby underwent open repair with the implant of kugel patch (device 3). Per op notes, ¿there were multiple hernias below the infraumbilical region. The adhesions were taken down. The small bowel was parity kinking in several areas were released which added to partial small bowel obstruction. A medium sized oval kugel patch (device 3) was placed over the omentum and under the fascia using sutures.¿